Manufacturer narrative:
(B)(4). The homechoice was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log did not identify issues related to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device failed internal and external visual inspection due to an unrelated issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the rite functional testing for rite - therapy monitored volume failed performance spec. The direct cause of this problem was deteriorated piston foam. The deteriorated piston foam was scrapped to solve the problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for therapy monitored volume. Device failed during evaluation, no patient involved. No additional information is available.